Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device verified the reported condition. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient a 980 ventilator generated a safety valve open diagnostic message. Although requested, information regarding the patient outcome has not been provided.

Manufacturer narrative:
Covidien reference number (B)(4). The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.